Event description:
In 2008, it was reported that during an esophagogastroduodenoscopy procedure, the needle of an optiflo injection needle device failed to retract. The device was removed and replaced with second optiflo injection needle device. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.